Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the patient presented in clinic for device check. It was noted that in (B)(6) 2017 the pacemaker showed 1.5 years left until eri. Upon interrogation on (B)(6) 2017, the pacemaker was triggered in eri. The physician suspects premature battery depletion. The device was explanted and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure. It was noted that the patient's condition was healthy and unremarkable and was discharged the same day.